Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10. Therapy dates; (B)(6) 2023. Lot number: 1545p85; manufacturing site: haegendorf; release to warehouse date: 26.10.2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. The CAPA jbl-CAPA- was opened to investigate citric passivation being used instead of nitric passivation. This CAPA is affecting passivation only and is not related to the retention pin screwdriver short breaking during removal, but to the usage of citric passivation being used instead of nitric passivation. Part number: 03.045.004; lot number: 1545p85; manufacturing site: haegendorf; release to warehouse date: 26.10.2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. The CAPA jbl-CAPA- was opened to investigate citric passivation being used instead of nitric passivation. This CAPA is affecting passivation only and is not related to the retention pin screwdriver short breaking during removal, but to the usage of citric passivation being used instead of nitric passivation. The device was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the device revealed that the tip of the retention pin short xl25 is broken. Broken fragment was not returned for analysis. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces the overall complaint was confirmed for retention pin short xl25 as it would contribute to the reported condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: retention pin scr.driver w quick coup se current and manufactured). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 the retention pin screwdriver short broke inside screw during removal. New screwdriver and new screw were selected. There was a surgical delay of 2 minutes. The procedure was successfully completed and there were no reported patient consequences. Fragments were generated which were removed without any additional intervention. No further information is available. This report is for a retention pin for screwdriver short / xl25. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.